Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was over 800 mg/dl at the time of incident and the other blood glucose level was over 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer declined to perform a carelink upload. Customer stated that they have been off the insulin pump for the past 2 months since the event. The device will not be returned for analysis.